Event description:
It was reported that during a self-anchoring sling procedure using the suprapubic approach, the pt's bowel was perforated. There were no problems noted in passing the trocar. There had been no previous surgeries on this pt. It is not known when the bowel became perforated. The bowel was surgically repaired. No further complications were reported.